Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with five infusion sets on (B)(6) 2026. The infusion set cannula was kinked. The patient noticed symptoms within three hours of insertion. The site of insertion was abdomen. The blood glucose (bg) was 400 mg/dl and treated it with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.